Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the system was not communicating due to the data synchronization error. A technical support specialist found that the data synchronization process had been interrupted on the server. Upon successful completion of the synchronization, the device reestablished communication with the server without any issues. The system functioned as intended after the technical support specialist troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system (rogersmr-1) remained in a critical override state and failed to communicate. This incident resulted in a delay to patient care and confirmed that there was no patient harm. There were no adverse events or injuries reported based on this event.